Event description:
It was reported that device stopped aspirating while inside the patient. A jetstream xc catheter, 2.1mm, was selected for use for a thrombectomy fistula procedure in the superficial femoral artery (sfa). During the procedure, the catheter stopped aspirating so rex was done to try to clear the catheter. The catheter was removed from the patient and reprimed. The catheter cleared outside the patient. When the catheter was reinserted into the patient, the aspiration failed and no errors presented on the console. The catheter was removed and replaced with another of the same and the procedure was completed successfully. There were no patient complications and the patient was stable.